Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer's blood glucose value was 400 mg/dl. The customer's other blood glucose value mentioned was 369 mg/dl. The customer did not provide any information about symptoms and treatment. The customer also reported that the insulin pump alarmed hardware low level failure. The customer was able to rewind the insulin pump. The insulin pump passed self test. The insulin pump will not be returned for analysis.